Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient was hospitalized with a blood glucose of 700 mg/dl. The reporter stated that the patient suspected the pump may be the problem. No further information was given and the reporter could not be reached for additional information. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.